Event description:
A malfunction alarm was reported with code malf 12, and the customer received assistance to reset the pump. There was no reported impact to the customer's blood glucose level, as the specific value was unknown or declined. Customer was able to reset the pump with guidance from technical support and was informed to continue using it, with instructions to call back if the issue reoccurred.